Manufacturer narrative:
Philips service replaced the miu, control board, and software, restored the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that x-ray exposure failed due to miu phase fault on a azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.